Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Patient returned to surgeon and radiographs were taken in 2008. Radiographs indicate that locking bar component tab may be broken. No revision surgery has been scheduled to date. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Device has not been explanted from patient; no revision procedure has been scheduled to date. This report is being filed on october 14, 2008.